Manufacturer narrative:
(B)(4): device is not available for anlaysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration after developing an infection of the skin and bone, resulting in fixture loss. The patient was reimplanted with another device on (B)(6) 2011.